Manufacturer narrative:
Review of sterilisation cert (B)(4) confirmed the device was supplied sterile. The device had been implanted for 2 years with no reported issues. The exact cause of the event could not be determined because insufficient information was provided. Requests were made for further information in relation to this incident however the requested information was not provided to stanmore implants worldwide (siw). Further information such as operative reports as well as patient history and follow up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Siw will continue to monitor for trends. Device not returned.

Event description:
It was reported that a revision of the tibial component (with axle and bushes) is required due to infection.

Manufacturer narrative:
A review of the device history records indicates that the device was manufactured with no reported discrepancies. Based on a review of the x-rays provided, the reported infection was not confirmed. There is no indication that the reported observed infection was device related as no device or manufacturing related issues have been identified. Should additional information become available it will be reported in a supplemental report.

Event description:
It was reported that a revision of the tibial component (with axle and bushes) is required due to infection.